Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a defective gear assembly. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/11/2013 with the following findings: the pump black box showed 2 consecutive rewind steps performed on 08/30/2013. The pump history indicated that the pump was rebooted multiple times on the reported event date. The pump was powered on and the pump rewind step did not stop resulting in a call service 076. The pump was opened and a defective gear assembly was found. (B)(6).